Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient wanted to be reprogrammed. The patient saw their doctor a day prior to the report. The patient¿s device hadn¿t been checked in a long time. It was unknown if the patient was getting therapy at the time of the report. The patient had a doctor¿s appointment the month after the report. It was further reported that the cause of the event was that the patient was getting inadequate coverage. The patient wanted an optimization of programming. There was no surgical intervention required. Additional information received reported the patient¿s implantable neurostimulator (ins) in his back had been broken for over a year. The patient had not received therapy from the implant for over a year. It was reported ¿they had checked the device and it was not working.¿ the patient was directed to discuss his next steps with the health care provider (hcp). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.